Event description:
Customer reported the freestyle libre 2 sensor was removed after 14 days of wear and a piece of skin was "ripped off" and caused bleeding. Customer had contact with an hcp and received unspecified treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor was removed after 14 days of wear and a piece of skin was "ripped off" and caused bleeding. Customer had contact with an hcp and received unspecified treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was fired correctly. The sharp has been investigated and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and no damage was observed. It is observed that the lid was not completely peeled off. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was properly seated. The issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet the specification dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre 2 sensor was removed after 14 days of wear and a piece of skin was "ripped off" and caused bleeding. Customer had contact with an hcp and received unspecified treatment. No additional details were provided. There was no report of death or permanent injury associated with this event.